Event description:
The manufacturer received information that during the device's evaluation at a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices, the discovery of a ventilator inoperative error code was discovered. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or serious injury reported with this notification. The device was not in patient use. During evaluation at a third-party service center the bipap a40, international, inoperative error codes indicating that the cpu cannot communicate with the flow sensor using i2c bus and the cpu cannot communicate with the pressure sensor using spi bus were recorded in the device's event log. The device's circuit board will need to be replaced to address these inoperative error codes. Furthermore, device was visually inspected and there is evidence of foam degradation. Additionally, the device's ui panel is damaged. No repair was performed. The device will be scrapped as per customer request.